Event description:
It was reported that the patient experienced recurring incontinence three months after his original artificial urinary sphincter (aus) surgery. The physician performed a cystoscopy, and it was observed that the urethra was not coaptating. The patient underwent surgery, and all components were removed and replaced. Fluid loss was observed in the explanted balloon. Further examination identified a hole in the tubing connecting the pump with the balloon. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.